Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('week after my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine") and influenza ("we both got flu a week after surgery"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, migraine and influenza outcome was unknown. The reporter considered influenza, medical device removal and migraine to be related to essure. The reporter commented: she was sorry. We both got flu a week after surgery... Killer migraine with it. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: influenza, medical device removal and migraine ". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.